Event description:
Complainant alleged that while attempting to treat a 55 year old male pt, the device displayed a "check pads" message and was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician shaved the pt's chest before obtaining another set of electrode pads to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.